Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.5 mm balloon ruptured at ten atms on the second inflation. The pressure reached on the first inflation is not known. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a brite tip guide catheter and bmw guide wire to cross the lesion. It is noted that resistance was met with insertion of the maverick2 monorail balloon. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.